Event description:
Falsely elevated troponin I results were obtained on 18 pts samples. The results were reported to the physicians. The original samples were retested and negative results were obtained. It is unk if pt treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was operator error during maintenance.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results operator error during maintenance. The hm cassette tubing was transposed, causing inadequate vessel wash. A siemens healthcare diagnostics inc field svc rep was dispatched to the account and identified and corrected the malfunction. The instrument is performing within specifications.